Event description:
It was reported during in person device interrogation that episodes of asystole were incorrectly identified as a result of the implantable cardiac monitor under-sensing. Programming changes were recommended but not yet completed. The patient was asymptomatic and stable.